Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10april2020.

Event description:
The customer reported that the touchscreen kept freezing. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient had to be moved to a different ventilator as a result of this event. The field service engineer (fse) evaluated the ventilator. The fse replaced the user interface (ui) printed circuit board assembly (pcba), the cable that connects the ui pcba to the liquid crystal display (lcd), the cable the connects the ui to the power management (pm) pcba and the cable that connect the ui to ground.